Event description:
As reported on (B)(6) 2014, patient of unknown age and gender presented for an endovenous laser procedure. It was reported that during the procedure, the fiber fractured off inside of the patient. The fractured piece immediately removed by pulling it out. The patient was unharmed by the event. It was reported the disposable device is available for return to the manufacture for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation., to date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.